Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the tubing. Reportedly, the customer experienced an elevated blood glucose (bg) level of 573 mg/dl. Reportedly, the customer administered a manual injection to address elevated bg level. Customer changed out the cartridge to address issue.